Event description:
It was reported that there is poor perforation on packaging and tearing the sterile envelope with a bd 10ml syringe. This occurred on 37 separate occasions prior to use. The following information was provided by the initial reporter: 10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit. The syringes come from varying batch numbers, it seems its usually one or two cartridges per box of 100. Therefore @ 6-7 syringes per 100.

Manufacturer narrative:
H.6. Investigation: samples were received for evaluation. 16 actual samples returned as individual blister package and observed clear perforation cut. 22 actual samples observed perforation lines and subjected to performed package separation (perforation test) (specification is reject when the sealing area is damaged or peel off). Based on the package separation test result, the actual samples passed the product specification. The failure was unable to be confirmed. Review the DHR and no abnormality detected during production. Returned samples had passed the package separation test (80008662) and observed clear perforation cut lines on package. Hence root cause could not be determine. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is poor perforation on packaging and tearing the sterile envelope with a bd 10ml syringe. This occurred on 37 separate occasions prior to use. The following information was provided by the initial reporter: 10 ml syringe packets are not tearing consistently along their perforations, and very often tearing the sterile envelope in which they inhabit. The syringes come from varying batch numbers, it seems its usually one or two cartridges per box of 100. Therefore @ 6-7 syringes per 100.